Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 and drainage of intra-abdominal abscess, extensive lysis of adhesions, repair of enterotomy, small bowel resection, abdominal washout and excision of infected skin. It was reported that the patient experienced severe pain, infection, adhesions, bowel obstruction, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.